Event description:
Olympus medical systems corp. (Omsc) received a literature titled "endoscopic ultrasound-guided drainage of peripancreatic fluid collections: what impacts treatment duration?" Literature summary this was a retrospective analysis aimed to compare the timing and duration of endoscopic ultrasound (eus)-guided drainage of various peripancreatic fluid collections (pfcs) (acute necrotic collections (ancs), walled-off necrosis (won), and pancreatic pseudocysts (ppcs) and to identify the factors influencing the duration of endoscopic treatment. A total of 68 patients were included in the study (32 patients in won, 30 patients in ppc, and 6 patients in anc). In the won group, technically successful drainage was achieved in 84% (27/32), and in the ppc group, technically successful drainage was achieved in 73%, whereas in the anc group, technically and clinically successful drainage was achieved in all 6 patients. The mean time interval between endoscopic procedures was 36.0 ± 20.0 days in the won group, 49.3 ± 20.4 days in the ppc group, and 18.0 ± 6.8 days in the anc group. Ten (14.7%) patients suffered from procedure-related complications (perforation, n = 5; bleeding, n = 3; stent migration, n = 1; infection, n = 1), and all of them required open surgery. No periprocedural deaths were recorded in the studied group. Procedure-related complications occurred in patients with a larger pfc (140.9 ±40.9 vs. 101.8 ±38.3 mm; or = 1.02, 95% ci: 1.01- 1.04; p = 0.01). This means that every millimeter increase in the size of the pfc increased the risk of complications by 2%. Complications were more frequent in patients without chronic pancreatitis than in patients with underlying chronic pancreatitis (9/42 vs. 1/26; p = 0.047; rr = 5.57, 95% ci: 0.75¿41.47). In 2 patients with ppc, recurrence of pfc was observed, one in a short-term follow- up (60 days) and one in a long-term follow-up (2 years). The risk of periprocedural complications was not dependent on the duration between the acute pancreatitis episode and pfc treatment. In conclusion, the duration of eus-guided pfc drainage was correlated with the patient¿s age and the presence of local complications (disconnected pancreatic duct, infected pfc, and history of percutaneous drainage). Type of adverse events/number of patients: event1: perforation - 5 patients (tier1), event2: bleeding - 3 patients (tier1), event3: stent migration - 1 patient (tier1), event4: infection - 1 patient (tier1), event 3 is not being reported as the stent is not an olympus device. This literature article requires 2 reports. The related patient identifiers are as follows: (1) (B)(6) - gf-uct180 (2) (B)(6) - gf-uct140-al5 this medwatch report is for (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information has been requested but no information could be provided. The literature is attached for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.